Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient was treated with antibiotics. On the first clinic visit, device was eroded. No vegetation was noted on the leads or valve. The patient was hospitalized and system extraction was performed. Patient's blood culture was negative. There were no additional adverse patient effects reported.